Manufacturer narrative:
Complaint no: (B)(4). The event was reported to have occurred on an unknown day in (B)(6) 2014. The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized five days for the event and treated with oral ciprofloxacin (daily for two weeks, dosage not reported) and intraperitoneal ceftazidime for three weeks (dosage and frequency not reported) for peritonitis. The action taken with dianeal therapy was not reported. The patient was reported to have recovered from this event. No additional information is available. This is report 1 of 3.